Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from the patient on (B)(6) 2022. The patient is 31 years old and was symptomatic at the time of collection. The patient presented with a sore throat. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sars result was a late CT. The sample was processed per pi. The customer decided to retest the sample, so the result was not reported to the physician. The same sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was processed per pi. The sars-cov-2 negative result was reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies. Review of the initial test result shows detection of sars-cov-2 with late CT. Target and spc epf and amplification appear normal. Review of the repeat test shows sars-cov-2 not detected. Spc appears normal. Noted is weak amplification observed on the plot, suggesting rna present but below the limit of detection, not meeting test positivity criteria, on repeat. No evidence of product malfunction. Likely root cause is sample at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: for device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from the patient on (B)(6) 2022. The patient is 31 years old and was symptomatic at the time of collection. The patient presented with a sore throat. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sars result was a late CT. The sample was processed per pi. The customer decided to retest the sample, so the result was not reported to the physician. The same sample was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The sample was processed per pi. The sars-cov-2 negative result was reported to the physician. The customer confirmed there was no known death, injury or deterioration in health related to the discrepancies.